Event description:
It was reported that the customer fell into the ocean with their pump, and the pump was no longer responsive. The incident caused the customer's blood glucose level to rise to 600 mg/dl, with ketones, prompting them to seek emergency medical assistance at a hospital on (B)(6) 2025. The customer was admitted to the intensive care unit and was treated with an IV drip of saline fluids and insulin. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. The customer has obtained a loaner pump and is now using it.